Event description:
While onsite to service the ventilator, the customer reported to the manufacturers service technician that the ventilator was alarming due to vent inop occurrences on startup. The ventilator was not in use on a patient therefore there was no patient involvement. Review of the device diagnostic log during service confirmed the reported vent inop occurrences. The service technician replaced the data acquisition to motor controller cable to address the reported problem. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.